Event description:
It was reported the subject device had bad image. The endoscope mask became black and white, and a large amount of horizontal noise ran. The issue occurred during preparation before use inspection for a therapeutic colon stent procedure. The scope was replaced with a 260 series product, and the colonic stent was completed. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunctions of transverse noise was confirmed. Based on the results of the investigation, it was confirmed that the malfunctioned was caused by failure of the circuit board on the cv-290. The root cause could not be identified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.